Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01426. This report is being submitted as additional information. Approximate age of device ¿ 3 years and 4 months. Manufacturer's investigation conclusion: device thrombus was confirmed via the evaluation of the returned device. Upon disassembly, examination of the outlet stator revealed a deposition surrounding the outlet bearing ball. The formation was tissue-like in nature and lacked laminated layering, suggesting that it did not initially form in the outlet stator. Although its origin and duration of time for which it was present in the pump could not be determined, there were contact marks on the outlet bearing cup which indicate that the deposition was present in the outlet stator while the pump was in operation. The observed deposition could have contributed to the reported rise in ldh. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The hm ii lvas instructions for use lists device thrombus and hemolysis as adverse events that may be associated with the use of the hm ii lvas and outlines the indications of thrombus, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had an increase in lactate dehydrogenase (ldh) on an unspecified date. On (B)(6) 2018 the patient underwent pump exchange. The patient reportedly had a long standing history with unspecified non-compliance.